Event description:
Patient reported left side rupture. Device has been explanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed rupture on the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Device has been explanted

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.